Event description:
Lap chole- "clip didn't apply 'parallel' and a 'jagged edge' caused bleeding."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however, the incident details that were reported indicate that the injury occurred when the device was utilized in a manner which was inconsistent with the instructions for use. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.